Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that inflation issues, deflation issues, removal difficulties, stent dislodgment, shaft break, chest pain and st elevation occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 20 mm x 3.5 mm, concentric, de novo target lesion was located in the left anterior descending (lad) artery. After engaging the lesion with ebu 3.75 non-bsc guide catheter, a 3.50 x 24 mm synergy¿ drug-eluting stent was advanced for treatment. However, during inflation at 4-6 atmospheres for 30 seconds, the stent came off the stent delivery system. The physician had difficulty removing the balloon as the balloon was not fully deflated. Negative pressure was applied with a large syringe and the balloon was punctured with another guide wire. The device was pulled hard and the shaft broke. The stent and detached distal shaft and balloon were crushed with a 3.5 x 30 mm non-bsc stent and overlapped with another 2.5 x 34 mm non-bsc stent. The procedure was completed with a different device. Post procedure, the patient experienced chest pain and st elevation. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR:  stent delivery system was returned for analysis. The distal section of the device was not returned for analysis this included a portion of the midshaft, the port weld, inner/outer polymer extrusion, balloon, tip and stent sections. The stent was not returned for analysis. The maximum crimped stent profile measurement at the time of manufacture for the device was within the specification. A visual and tactile examination of the device found a hypotube kink 210 mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The inner/outer polymer extrusion was not returned for analysis. A visual and tactile examination of the midshaft section found a midshaft break 65 mm distal from the hypotube midshaft bond exposing the core wire. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the dislodged stent was at proximal to mid lad. No snaring attempts were done as patient was unstable due to timi 0 flow. The detached shaft was removed by open heart surgery at a later date.